Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and unable to be recovered. The field service engineer (fse) found that the main half height sub drawer 4.1 tray failed in hardware test application (hta) mode and found no debris. The fse performed a reboot and reseated the row cable at both the tray and the drawer controller. The drawer tray remained unresponsive in hta mode. The engineer then replaced the drawer tray. After replacement, the engineer confirmed that the tray was responsive and the drawer was functioning properly, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.